Event description:
During the implantation attempt, the physician couldn't insert the lead connector pin inside the pacemaker port. Because the setscrew was supposed to be properly positioned to allow proper lead insertion, the physician did not loosen the setscrew. Reportedly, the screwdriver was not used at all. A new esprit sr pacemaker was successfully connected to the lead without any difficulty.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.